Event description:
A nurse reported that during surgery, there was no irrigation or aspiration in vitrectomy mode. There was a delay in surgery, but there was no harm to the pt.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss had the customer toggle the aspiration settings to resolve the issue. The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replace or confirm the reported event. The root cause is unk. (B)(4).